Event description:
It was reported that this right atrial (ra) lead exhibited undersensing of atrial fibrillation (af). Atrial sensitivity was adjusted by the health care professional (hcp). No patient symptoms were reported. It is planned to continue to monitor this patient. At this time, this lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).